Event description:
Dr, in spring 2000, 39 years board certified p.s. Placed and lied to my husband, a govt official, placed bio sil nagor silicone implants in me. There was a huge MFR's defect. Many small ruptures, I was dying in anaphylactic shock. My 3 yr old is poisoned by platinum and has bloody cracked feet and hands from the silicone, and a brain MRI coming up. I've been showing illness 3 days later after the implants... He retired and destroyed his records. He lied, lied and lied again. Yes I have a lawyer, one of the best, and we are pressing charges on him in that county. All please stop the insanity, honestly do really know the long term study? No you don't, look at our children, I was way too healthy..I made the biggest mistake of my lifetime, when I was told raynaud's, I caught the connection with pvc. I sure never worked with pvc. Many more surgeries to go, the silicone has migrated to my heart, all over my lungs and on my left ovary, but harmed my child.